Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted into the patient for the endovascular treatment of a 70 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 25 mm, proximal diameter of non-aneurysm aortic neck was 26 mm, distal diameter of non-aneurysmal aortic neck was 28 mm, diameter of right iliac was 31 mm, diameter of left iliac was 30 mm, diameter of right femoral artery was 11 mm, and diameter of left femoral artery was 10 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 10%. It was reported that a follow up CT scan revealed that there was a 5 mm enlargement in the left common iliac aneurysm diameter compared to the CT scan done prior to the index procedure. The maximum diameter of the left common iliac aneurysm currently measures 35 mm. It was noted that the right internal iliac artery was intentionally covered during the secondary intervention as the physician implanted the extension into the external iliac artery. It was reported that the left iliac artery aneurysm continued to enlarge from 35mm in diameter to 45.6mm in diameter due to disease progression. The investigator elected to implant an endurant iliac limb. The aneurysm enlargement was resolved. No additional clinical sequelae were reported and the patient is doing fine.